Event description:
On 28 december 2024, senseonics was made aware of an incident where user reported that the sensor came out of his arm. The event happened on 28-dec-2024. According to the user, he was wearing the tegaderm and the steri-strips but he could feel a bump, when he removed the tegaderm the sensor came attached to it. The user was inserted with a new sensor on (B)(6) 2025.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported that the sensor came out of his arm. The event happened on 28-dec-2024. According to the user, he was wearing the tegaderm and the steri-strips but he could feel a bump, when he removed the tegaderm the sensor came attached to it. The user was inserted with a new sensor on (B)(6) 2025. The user is currently using the system with information up to date.